Manufacturer narrative:
The insulin pump was received with blank display due to corroded electronic assembly. Corroded motor home switch noted during visual inspection. The insulin pump also received with minor scratched lcd window, cracked reservoir tube lip, and cracked battery tube threads.(B)(4).

Event description:
The customer reported via phone call that the insulin pump was exposed to moisture. The customer reported the insulin pump's screen was blank after the moisture exposure. Customer's blood glucose was 139 mg/dl. The customer reported a battery change did not resolve the issue. It was also found the lights were flickering on the screen, but nothing was on the display. Customer was advised to disconnect from the insulin pump and revert to a back-up plan. The customer was advised that the device would be replaced. Customer agreed to return the product for analysis.